Manufacturer narrative:
Report date: 05aug2021. There was no patient involvement.

Event description:
The customer called into technical support (ts) reporting that the device¿s touchscreen is difficult to press. The customer reported there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
Upon further investigation, it was confirmed that the event occurred during testing of the device which is outside clinical use. Therefore, this complaint no longer meets reportability requirements.